Manufacturer narrative:
(B)(4). Additional customer information: per dr. (B)(6), there is no future for attempted removal and little risk of migration as the separated tip is lodged in a small thrombosed vessel. ICU manager also indicates that the patient is fine and stable. No additional intervention reported.

Event description:
Dr. (B)(6) reports that ptd had been used to remove clot from fistula and was being repositioned. It migrated to a collateral side vein to the fistula that was previously occluded and the rubber tip fell off. An attempt to retrieve was made but unsuccessful.

Manufacturer narrative:
(B)(4). Complaint verification testing could not be performed as it was reported that the sample is not available for return. A device history record review was performed and no relevant findings were identified. Without the device to evaluate the complaint could not be confirmed and the probable cause could not be determined from the available information. Teleflex will continue to monitor and trend for reports of this nature.

Event description:
Dr. (B)(6) reports that ptd had been used to remove clot from fistula and was being repositioned. It migrated to a collateral side vein to the fistula that was previously occluded and the rubber tip fell off. An attempt to retrieve was made but unsuccessful.